Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer delivered a bolus with his insulin pump but his blood glucose rose to 311 mg/dl. He stated that there was something in the tubing of his infusion set about a half inch long, which may have been an air bubble. The customer also stated there were air bubbles in the reservoir as well. The customer was advised to performed 5 unit fixed primes until air bubbles were no longer visible. The customer stated the insulin was stored at room temperature. He ran a fixed prime of 5.0 units and stated there were no leaks. The customer was advised to change the infusion set and tap the reservoir to gather small bubbles into a large one. He was further advised to push air back into the insulin vial. The customer was instructed to monitor the next infusion set and reservoir. He stated there were no more air bubbles in the new set and reservoir. Nothing further was reported.